Manufacturer narrative:
Five unopened samples from the customer¿s stock inventory from the same reported lot number, 026377, were returned with pouches sealed. Product evaluation did not confirm the reported failure mode. Appearance, ph, endotoxin and osmolality testing was completed. Both batch testing and return product testing confirmed that the product meets specifications. Based on sample evaluation and review of the batch records and manufacturing process, a root cause of the event could not be conclusively determined. The lot history, trend analysis and/or directions for use (dfu) were considered acceptable with the product performing within anticipated rates.

Manufacturer narrative:
The device was not returned to b+l for evaluation. Therefore, a product evaluation could not be conducted. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Event description:
This was not a bilateral simultaneous surgery, only one eye was operated on.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that delayed onset of toxic anterior segment syndrome (tass) occurred in seven patients. Physician suggested this issue only appears in cases involving bilateral simultaneous surgery. Additional information has been requested, but has not been received. This report is for patient 4 of 7.